Event description:
It was later reported the patient was scheduled for a lead replacement. It was unknown to the representative why the patient was having the replacement. The patient had their stimulation turned off for ¿sometimes¿ due to uncomfortable stimulation. It was unknown if the patient had kept up charging their device. The patient had an MRI two weeks prior and there were no indicated symptoms from the scan. It was reported the lead was replaced due to migration. It was noted as the patient was ¿alive with injury¿ the injury was further noted as the incision from the surgery. Patient symptoms included loss of stimulation coverage and pain reduction at the lead location. It was reported there were no power on reset (por) codes and no codes or messages.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 7752, serial# (B)(4), product type recharger; product ID 3550-29, lot# n265483, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
There were no power onreset (por) codes and no codes or messages. The information reasonably suggests the patient had pain pattern in their back, right hip, buttock and to their knee.

Event description:
It was reported that the patient experienced a loss of stimulation. It was noted that the lead migrated. It was noted that the patient experienced a ¿localized shocking sensation in the upper lumbar paraspinous region¿ when the device was activated. It was noted that an x-ray was performed and revealed that the leads had pulled out of the spinal canal. It was noted that this event was not related to the device, but was possibly related to the procedure. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Corrective MDR sent, original supplemental MDR did not have analysis results and coding. Final analysis of the lead revealed no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.